Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multigravida and parity 3. Previously administered products included for contraception: birth cotrol pills from 2003 to 2006. Concurrent conditions included overweight, blood pressure high since 2017, abdominal pain and chest pain. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the dyspareunia had resolved. The reporter considered anxiety, depression, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 214lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date ((B)(6)2017) added. Events abnormal bleeding (vaginal,) abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), psychological or psychiatric problems condition: depression, mental anguish and essure confirmation test: no added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.